Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event. Re-intervention should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event." Possible causes for thrombus formation/occlusion could be iliac tortuosity, graft compression, change in the vessel diameter due to inappropriate ballooning, repetitive stenosis, narrow inner iliac lumen, vessel damage/rough surfaces and patients pre-existing conditions like occlusive disease/calcification causing a narrow lumen. Tortuosity, compression and pulsation can create shear forces within the leg that stimulate thrombus growth. However, there is no objective evidence to determine if the root cause for this incident is procedural, patient or device related. A definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a vascular surgeon stated that he intervened on behalf of a patient who presented with a thrombosed graft. This patient only had the low profile graft with zsle limbs inserted 2 weeks prior to this presentation by another surgeon. The patient had a thrombosed common femoral artery as well as a blocked left zsle limb, it was noted that the aortic bifurcation looked small. The blockage to the graft was removed and bare stents were placed on both sides through the aortic bifurcation of the graft to restore blood flow. The patient has been seen by the vascular surgeon on follow-up and will not require any additional interventions.